Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of peritonitis was not reported. The patient was treated with unknown medications (route, dose, frequency, and duration not reported) for peritonitis. Dianeal therapy was discontinued, catheter removed and the patient was switched to hemodialysis. On the same day, the patient was discharged from the hospital. At the time of this report, the patient was not recovered from the event. No additional information is available.